Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on returned sensor. Sensor plug was correctly seated in the mount. Extracted data from sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed plug and inspected plug assembly, no failure mode was observed. Inserted sensor into sim-vivo test fixture set to keithley mode and performed linearity test. All results were within specification. No malfunction or product deficiency was identified. This serves as a correction report. (Device available for eval; date returned to mfg), (type of report); (device returned to manufacturer?), (device evaluated by manufacturer?), (device mfg date) and (addtl mfg narrative) has been updated as it was inadvertently omitted from the initial report.

Event description:
Customer reported receiving low readings on the adc freestyle libre sensor scan in comparison to readings obtained on a competitor brand meter. Customer reported constantly receiving a reading of 3.4 mmol/l on the sensor and experiencing symptoms described as "extremely sick, hallucinations, couldn't hold urine, ketoacidosis". Customer's husband administered insulin (dose type unspecified) and customer had contact with a healthcare professional who obtained a reading of 8.9 mmol/l on their meter. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on the adc freestyle libre sensor scan in comparison to readings obtained on a competitor brand meter. Customer reported constantly receiving a reading of 3.4 mmol/l on the sensor and experiencing symptoms described as "extremely sick, hallucinations, couldn't hold urine, ketoacidosis". Customer's husband administered insulin (dose type unspecified) and customer had contact with a healthcare professional who obtained a reading of 8.9 mmol/l on their meter. No further treatment was reported. There was no report of death or permanent injury associated with this event.